Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 0 of treatment. Fluid leaked from an unknown source, but the patient did notice fluid on the bottom of the cassette door. Fluid was discovered in the pump module area and on the external of the cassette. On the film side, the back felt wet. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn was unaware of the reported event. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete peritoneal dialysis treatment using new supplies and the cycler. The pdrn confirmed that the patient had received the replacement cycler. The patient is continuing with peritoneal dialysis on the replacement cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that the old cycler had been picked up and returned.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 0 of treatment. Fluid leaked from an unknown source, but the patient did notice fluid on the bottom of the cassette door. Fluid was discovered in the pump module area and on the external of the cassette. On the film side, the back felt wet. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn was unaware of the reported event. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete peritoneal dialysis treatment using new supplies and the cycler. The pdrn confirmed that the patient had received the replacement cycler. The patient is continuing with peritoneal dialysis on the replacement cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that the old cycler had been picked up and returned.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A post accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the ast. The vacuum check failed due to clogged hp filters. The filters were replaced. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.